Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit was charged to 30 joules, but the screen displayed a "fault 78", and the device would not discharge the energy. The complainant indicated that there was no pt involvement in the reported malfunction.